Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was loading issue and the intraocular lens (iol) tore during loading. The lens was fully inserted into the patient's left eye; however, it was removed during the same procedure. Another lens of same model and diopter was used as the replacement iol. The original lens was discarded. No further information was provided.

Manufacturer narrative:
Correction: upon further review of the complaint folder, it was identified that the section b3: date of event: should have indicated (B)(6) 2022 and not (B)(6), 2022 as submitted in the initial report. This report is being submitted to capture this correction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.